Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having magnetic resonance imaging (MRI) on (B)(6) 2014 to check for any spine issues, and the pump was not interrogated since the MRI. The pump was interrogated on the date of the report and there was no recovery. The patient was having symptoms, but had them prior to the motor stall. It was recommended to recheck the pump logs. The pump system was being used to infuse gablofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Refer to manufacturer's report #3004209178-2014-20106 for information regarding patient's symptoms and hospitalization].